Manufacturer narrative:
Correction: a.2.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported seeing fluid leak ¿all over¿ during dwell 1 of 5 during pd treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient had called technical services after the fact and was not at home during the call. The patient called back after getting home and then discovered that the cycler had a blank screen. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was advised to use alternate treatment until a new cycler arrived. The patient did verify having manual supplies and knowing how to carry out manual treatments. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to the leak.the cycler is available to return. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported seeing fluid leak ¿all over¿ during dwell 1 of 5 during pd treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient had called technical services after the fact and was not at home during the call. The patient called back after getting home and then discovered that the cycler had a blank screen. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was advised to use alternate treatment until a new cycler arrived. The patient did verify having manual supplies and knowing how to carry out manual treatments. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to the leak. The cycler is available to return. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test passed. Force gauge test passed. Valve actuation test passed. Safety clamp test passed. System air leak test passed. Patient sensor calibration check failed. Failure traced to patient sensors being unresponsive due to corrosion on I/o board. Replaced I/o board for further testing. Patient sensors are now functional. Patient sensor calibration check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. Removed functioning I/o board at the end of investigation. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported seeing fluid leak ¿all over¿ during dwell 1 of 5 during pd treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient had called technical services after the fact and was not at home during the call. The patient called back after getting home and then discovered that the cycler had a blank screen. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was advised to use alternate treatment until a new cycler arrived. The patient did verify having manual supplies and knowing how to carry out manual treatments. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to the leak. The cycler is available to return. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.